Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 198 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no moisture damage on the keypad traces noted. The keypad connector was locked properly. The device had cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.